Manufacturer narrative:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's home monitoring equipment detected a low out of range shocking impedance for this patient's competitor right ventricular (rv) lead. The patient is younger and it is believed that while she has grown the lead may have stretched. There was also noted to be inappropriate shocks and low r-waves. The physician plans to explant and replace the device in the next few months. To date, no adverse patient effects have been reported.

Event description:
Additional information was received that a revision procedure was performed. The device and non-bsc lead were explanted. An insulation breach on the non-bsc lead was observed, along with a weak connection with the device and lead. No adverse patient effects were reported during the procedure.